Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this unit is not giving accurate reading for fluid level. Additional information was later received, confirming that the device was doing this in both cylinders. The event did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit was populating incorrect readings for fluid level in both cylinders. Tech reset the chambers to zero, tested the unit, and returned it to service. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.